Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. However, picture with the hair under sticker label was provided. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a hair found under the patient label applied to the outer blister tyvek lid of a triathlon patella package. The event was confirmed. Method and results: device evaluation and results: the device was not returned. A picture was provided by the customer confirming the event. Medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation identified the reported product and issue to be nonconforming.

Event description:
Primary right knee surgery - when opening the implant, nurse peeled off enclosed sticker to attach to usage sheet and noticed that the last sticker had a hair stuck under the label. Implant was used in case as it was determined that the implant itself was sealed/sterile. Hair was under sticker label on implant sticker sheet provided with impant.

Event description:
Primary right knee surgery - when opening the implant, nurse peeled off enclosed sticker to attach to usage sheet and noticed that the last sticker had a hair stuck under the label. Implant was used in case as it was determined that the implant itself was sealed/sterile. Hair was under sticker label on implant sticker sheet provided with implant.